Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user performed a late meal announcement and then a duplicate meal announcement while using the ilet system, after which she experienced low blood glucose readings reported as low as 39 mg/dl, with subsequent recovery to the 90s after eating and drinking cranberry juice. Symptoms included hypoglycemia with associated low glucose measurements. Outcomes included the need for oral carbohydrate treatment and user-led troubleshooting and education regarding meal announcements, without alerts, alarms, hospitalization, or follow-up care. Investigation included a case review focused on meal announcement timing, accidental duplicate announcement, and user education. Investigation of this case revealed user-related operational error consistent with accidental duplicate meal announcement leading to hypoglycemia, without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user interaction related to meal announcement timing and duplication.